Event description:
It was reported that one of the patient's leads had poked through their skin. Surgical intervention occurred on (B)(6) 2023 during which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.